Event description:
A report was received from the registry indicating a female underwent implantation of a 3.00 x 23mm, 3.50 x 28mm and 3.50 x 8mm cypher select plus stent in the left main branch, proximal left anterior descending (lad) and mid lad. It was reported she was diagnosed with a non q-wave myocardial infarction the day following the index procedure as evidenced by elevated troponin. The infarction was reported to be target vessel related, unrelated to the cypher stents and highly probable in relation to the index procedure. A repeat coronary angiogram was not conducted.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under mfg numbers 9616099-2007-01799, 9616099-2007-01800 and 9616099-2007-01801. Add'l info will be submitted within 30 days upon receipt.